Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported his insulin pump was alarming. Customer changed the battery each time and he had to reset the time and date. The device history showed eight alarms. A temporary basal was not programmed before the alarms. The device was not stored for a long period of time. Customer was advised the device experienced an unexpected restart. Customer was advised the device needs to be replaced, and to discontinue use and revert to a backup plan. Customer's blood glucose was 125 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).